Event description:
It was reported by a non-medical professional, that the patient had a cervical disc implanted in 2007. The patient is experiencing severe and debilitating pain, including headaches. Her neck and throat are swollen. The patient reports pain and loss of use in both arms and the loss of grip, as well as pain in her shoulder and down her back. Reportedly, the symptoms are worse on her left side.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.